Manufacturer narrative:
Corrected information is provided in section h.11. The core module was received for testing. Visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system and was recognized successfully. No advisories displayed during boot-up. The laser core module passed the energy verification test and was found to meet specifications. The reported event was not able to be confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy surgery an ophthalmic laser probe was connected to first port, the laser output was weak and it did not cauterize. The surgery was completed by connecting the same laser probe to second port. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The nonconforming core module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to be relevant to this investigation. The root cause of the reported event is attributed to the nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).